Event description:
Customer reported leaking at the connection site between the extension set and the t-connector tubing. No pt harm occured or medical intervention was required. Though requested, no add'l info was available. A cardinal representative visited the site, educated and reviewed with the customer the tightening connection techniques. The customer indicated that no further connection issues have occurred since (B) (6) 2009.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The customer reported the product was discarded. The lot number was not identified; therefore, a device history record review could not be performed.